Event description:
Filter dislodged and traveled to pt's heart. Interventional radiology retrieved. Pt later developed cardiac tamponade, went to surgery for cardiac window and repair of laceration to atria.